Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 was alarming high temp. No patient adverse events reported.

Manufacturer narrative:
Other text: returned device was received in worn physical condition. During the evaluation of the device, the issue was able to be confirmed. The device was found to be out of calibration. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.